Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - customer stated fluid flowed directly from source into the collection bag. This can only be caused by improper insertion of the cassette; pump wheel was not controlling fluid flow as intended. Customer must verify cassette is locked into place before performing priming cycle. With cassette properly installed, unit functioned within all specs using demo console. Could not duplicate any malfunction. The DHR for lot 08413-13 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 08413-13. There were (B)(4) reported unit failures due to functionality. This lot has a failure rate of (B)(4).

Event description:
Saline started shooting out at the insertion into the "retrical" bag and then failed to prime.